Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Section b3: date of event: unknown/ not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: reporter: first name and last name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Section e2: healthcare professional: unknown/ not provided. Section e3: occupation: unknown/ not provided. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. However, a customer photo was provided and evaluated by a post market safety surveillance officer. The picture shows a pseudophakic eye claimed to be implanted with a tecnis eyhance toric ii iol (model icu225); the lens was implanted in the capsular bag. The remnants of the anterior capsule shows opacities; at the center, a sort of cloudiness can be observed. Due to the picture quality and light, it is not possible to determine if the cloudiness is located in the lens, in the interface between the lens and the capsular bag, or in the posterior capsule. The potential cause and clinical impact of the reported phenomena cannot be determined from a picture assessment. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was lens opacity and the patient had peripheral blurred vision. There was no delay in treatment or other interventions performed. No further information was provided.